Event description:
The customer reported to olympus the evis exera ii ultrasonic bronchofiberscope displayed no video picture, but ultrasound picture was visible. The issue occurred during preparation for use for a diagnostic procedure. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Follow up in progress to obtain additional information from the customer. The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customer's initial report of no video picture was not confirmed. The following additional findings were also noted: leak in the biopsy channel, assorted scratches, cracked bending section cover adhesive, flickering/foggy image before aeration, foggy image and red crack after aeration, broken echo signal number twenty one, fluid/dry customer label, scope connector and ultrasound connector. As a result of checking repair history in the past one year, the subject device had no repair history related to the reported phenomenon. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the root cause could not be determined. Olympus will continue to monitor field performance for this device.